Event description:
It was reported that the patient was hospitalized following an unknown complications after the spinal cord stimulator implantation. It was unknown as to what caused the complications. The patient was on oxygen and was given antibiotics and steroid while in the hospital. The patient was discharged from the hospital. No further information has been obtained despite good faith efforts.